Event description:
It was reported that during a routine device follow up visit, a superior vena cava (svc) lead alert was noted. The lead had high impedance on the svc coil and a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.